Event description:
Patient was given an orange glucose tolerance beverage 50gm. Patient consumed the mixture and noticed that there was blood in her mouth and felt a piece of glass. Bottle examined by patient for breakage - none found. Patient placed glass in bottle and returned it to the hospital.